Event description:
This report is for the second iabp that was switched out. It was reported that during inspection of the equipment, the cs100 intra-aortic balloon pump (iabp) had an inflation failure when the simulation test was started. The equipment is currently unavailable, and it can only be used after the test is normal after the replacement of spare parts. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, after testing, it was found that the there was an air leak in the valve group. After replacement of the manifold drive, the iabp passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
N/a.